Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the first inflation was performed at 12 atm. During the second inflation, the balloon ruptured at 16 atm. A non-abbott balloon was used to complete the procedure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). There was no report of any leaks noted to either catheter during preparation for use, this may suggest that the balloons were not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Although no pt anatomical info was provided, it is possible that the balloon material was damaged during interactions with other devices and/or the pt anatomy, such that both balloon catheters ruptured upon inflation attempt; however, this cannot be verified. In this instance, based on the info received with this complaint and without the products to examine, a definitive cause for the reported balloon ruptures cannot be determined.